Manufacturer narrative:
Concomitant medical products: 4298 lead implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high left ventricular (lv) lead thresholds minimized the life of the cardiac resynchronization therapy defibrillator (crt-d). The crt-d was explanted and replaced. The coronary sinus had been cannulated but was found to be occluded, making any new lead placement inside the heart impossible. The lead was capped and the patient is to receive an epicardial lead in the future. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
He device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
The lead was later confirmed to have been explanted and replaced.